Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that the magnets of an airfit f20 headgear affected the patient¿s programmable vp shunt and changed his inner cranial pressure. It was reported the patient went to the emergency department to reduce the pressure and restore the ability to function.